Manufacturer narrative:
Additional information: b5 - it was reported the lens was exchanged on (B)(6) 2020 with a shorter length lens and the problem resolved. H6 - patient code 3191: no code available (secondary surgery, lens exchange). H6 - method code: 4117 should be removed as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -07.50 diopter, in the patients left eye (os), on (B)(6) 2019. The lens was reported as having excessive vaulting and remains implanted. The plan is to explant and exchange the lens in a couple of months. The cause of the event was unknown.